Manufacturer narrative:
The insulin pump was monitored in 3 days no blank display noted; received with normal operating currents and no moisture damage on the electronics noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that display screen was blank even after troubleshooting. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.